Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based on the model number, serial number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Healthcare professional reported a port base leak. Follow-up findings: event further clarified by surgeon as "identified access port leaking base plate." Access port replaced and is being returned.